Manufacturer narrative:
The investigation for the reported limb ischemia and vascular damage has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and vascular damage could not be determined as the device was not returned nor sufficient clinical details. The instructions for use referenced in the initial report is from IFU for impella cp with smart assist system in section: potential adverse events (united states), which now includes a statement "cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿

Event description:
The user facility reported a (B)(6) male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that following removal of the peel away sheath and insertion of the repositioning sheath, the patient¿s right lower extremity (rle) was mottled. Doppler pulse was not found in the leg. The patient continued to complain of increasing pain to rle, numbness, and unable to move toes. The medical doctor decided to place a distal perfusion catheter, followed by tissue plasminogen activator infusion through the catheter. The patient was transferred to another facility for higher level of care and surgical evaluation. Vascular surgery was performed. The patient became unstable and was taken emergently to the operating room for impella removal, open femoral repair, and rp hematoma evacuation. Four units of red blood cells were given. Computed tomography surgery in operating room was performed. Hemodynamics were evaluated and transesophageal echocardiography stated that instability was more than likely from the hemorrhagic shock, and therefore, elected to not place another impella at this time. The site was closed. Post repair angiogram was performed and showed adequate perfusion bilaterally.